Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer

Event description:
It was reported that during a cranial procedure, two routers broke during the same procedure. A minor delay of 10 minutes occurred to swap out equipment and no adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results concluded the parts failed distal to the minor shank diameter. This type of fracture suggests that the parts were excessively loaded or bent during use which would not be consistent with the forces the device would be exposed to during normal use conditions. A review of the router label 5407-fa2-701 rev a has a symbol which states according to the expanded content label 0036-725-000 rev b the following; "do not use excessive force." The risk of this event is within that quoted in the risk management file. The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, two routers broke during the same procedure. A minor delay of 10 minutes occurred to swap out equipment and no adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.